Event description:
Suspected false positive for neumodx sars-cov-2 test strips on the neumodx 96 molecular system.

Manufacturer narrative:
No adverseoutcomes were reported. We are reporting this event in an abundance of caution and in accordance with the eua requirements.